Event description:
It was reported that four days after implant, the patient complained of chest pain and shortness of breath. The right ventricular lead tip was noted on computerized axial tomography (CT) scan to be protruded into the pericardium. A chest x-ray showed a small pericardial effusion which was not present on the chest x-ray done the day of implant. Also, the lead had a possible dislodgement and it was noted the lead threshold was 5.5 volts at 0.5 milliseconds which was the same as immediately post implant and sensing was stable, but the impedance had decreased from 1116 to 741 ohms. The lead was repositioned and remains in use. After the lead repositioning the threshold was 0.5 volts at 0.4 milliseconds and impedance was 475 ohms. It was indicated that the patient was free of symptoms at a device check two days after the lead repositioning. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk was reviewed and no anomalies were found.